Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported operation sound was loud. There was no patient involvement or user harm reported. The service technician confirmed it was observed that an operation sound was loud. The service technician replaced the blower to resolve the reported issue. Periodic maintenance was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: the oxygen inlet filter, inlet air filter, and cooling fan filter. No other abnormality was found. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
G4:21dec2020. B4:31dec2020. D4: UDI:# (B)(4). A blower assembly was returned for analysis. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. An investigation was performed and the blower assembly passed all testing. The reported complaint of a blower assembly noisy was not duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.